Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high threshold measurements along with noise and oversensing resulting in atrial tachy response (atr) episodes. In addition, an alert related to atrial automatic threshold detected as higher than programmed amplitude or suspended appeared. Technical services (ts) explained that the loss of capture (loc) in the right ventricular automatic threshold (rvat) test occurred at a very high pacing threshold. It was also suspected that this behavior could be related to fusion beats, but it was not conclusive, therefore, further monitoring was recommended. Additionally, a stored episode of pacemaker mediated tachycardia (pmt) was observed. This crt-d successfully terminated the episode with the pmt algorithm. No adverse patient effects were reported. This crt-d remains in-service.